Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. The system and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was initially reported that the device had no display. It was also indicated that after the device was powered on again, it logged an error code that indicates a possible device lock-up. There were no reports of patient use associated with the reported failure.